Manufacturer narrative:
Complaint reference: (B)(4).

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the rubber tip of the impactor cracked. Per complaint details, the piece was removed and the procedure was completed without patient injury or delay, using a backup device. Since no patient harm is alleged, no further medical assessment is warranted. A visual assessment confirmed the covers of the femoral implant impactor are peeling. The device shows significant signs of wear/usage. The device was manufactured in 2012. The device failures in this complaint have been identified and confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batch. No investigation is necessary as this failure mode has been previously identified. The device is a reusable instrument that can be exposed to numerous surgeries. The supplier's raw material fault is likely the probable causes of the reported event. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Corrective actions were implemented by the supplier in september of 2013 to prevent recurrence of this failure mode. The device in this complaint were manufactured prior to the implementation of those corrective actions. A review of the risk management file revealed this failure mode was previously identified. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that, during use, inside the patient, the rubber dipped green tip crack. The piece was removed. The procedure finished with the same device. No surgical delay. Patient injuries were not reported.